Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 20:30pm on (B)(6) 2020. The facts indicate that manual replacement of the reagent in bottle 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 20:30pm on (B)(6) 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 20:30pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 5 prior to these user actions were: ethanol concentration=75.2%, cycle=31, cassettes=5088 and days=42. This action was completed during execution of the "histology routine overnight" protocol comprising 33 cassettes, which started in retort a at 17:06pm on (B)(6) 2020 and completed at 07:30 am on (B)(6) 2020. The leica peloris quick tips states the following in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." As the reagent station to be used for each processing step is scheduled at the start of the processing protocol and any alteration to the properties of the reagent during execution of a processing protocol does not result in re-scheduling of reagent stations, this incorrect user action may result in the reagent concentration in a scheduled reagent station not being appropriate for the particular protocol step. In this instance, the quality of tissue processing from the "histology routine overnight" protocol started in retort a at 17:06pm on (B)(6) 2020 was not adversely impacted because bottle 5 had been scheduled by the software algorithm for use in the second dehydration step of this protocol. Although the user affirmed that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 20:30pm on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 75.2% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error at 20:30pm on (B)(6) 2020, the reagent in bottle 5 (ethanol) was used for the final dehydration step of both the "histology routine overnight" protocol comprising 126 cassettes, which started in retort b at 20:31pm on (B)(6) 2020 and completed at 05: 45am on (B)(6) 2020; and the "histology routine overnight" protocol comprising 100 cassettes, which started in retort b at 16:58pm on (B)(6) 2020 and completed at 05:45am on (B)(6) 2020, from which sub-optimal tissue processing was identified by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
The complainant reported to leica biosystems by telephone that: "eosin staining is weak and some biopsies processed on monday night were a little dry when embeding [sic]", following completion of processing. On (B)(6) 2020, the local leica histology technical specialist - pathology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following findings: "bottle pull with bottle 5. Bottle 5 bottle pull was done on friday (B)(6) 2020 at 20:30...bottle 5 was used in both effected run as the last ethanol". The fss also documented that the sub-optimal tissue processing reported by the complainant was derived from two (2) "histology routine overnight" protocols started in retort b at 20:31pm on (B)(6) 2020 and 16:48pm on (B)(6) 2020 comprising 126 cassettes and 100 cassettes respectively; the quality of tissue processing was found to be satisfactory after all reagents on the instrument at the time of the event had been replaced; and refresher training, which specifically details the requirement to complete reagent replacement in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual, has been recommended to the complainant. On 30 april 2020, the leica histology technical specialist - pathology received information that all cases involved in this event were diagnosable.